Event description:
It was reported that both the programmer and analyzer screen have altered colors and fonts. Screen appears to be damaged. It was also reported the egm (electrocardiogram) is also covered with noise. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: r2290 analyzer. (B)(4).